Manufacturer narrative:
That the issue occurred when dispensing medications to the patient and resulted in a delay to the patient workflow.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, patients was not falling off the e.d. Pyxis after discharge. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, patients was not falling off the e.d. Pyxis after discharge. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was not falling off after the discharge. The technical support specialist (tss) dialed into the server, logged into the system, navigated the device settings and verified that the discharge delay hour for the ed station was set to 6 hours. Tss then requested for a sample patient identification and verified the sample and confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.